Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump broke. The customer reported that the screen had scratches, little spots and was black. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.